Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up. The case was cancelled as no service or technical support has been provided to the customer due to the end-of support status of the device. No service was provided by philips at this event. The same issue reoccurred, and the single-board computer was replaced to resolve the issue. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.